Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there is inconsistent cutting during surgery. There was an unknown delay and no harm or injury. No adverse events were reported as a result of this malfunction.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8 and h10. The investigation is complete. Review of the most recent repair record determined the calibration was out of specification and the control bar was out of position. When attempting to re-position the control bar it was found all the set screws in the head were stripped and stuck. The head, control bar, control shaft, vespel bearings, semi-circle bearings, adjustment cams, set screws, and thickness control lever were replaced which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.